Event description:
A 69-year-old female underwent a thrombectomy using the inari clottriever system to address her lower left extremity deep vein thrombosis (dvt). The patient had been experiencing symptoms for a week and had already undergone a dvt thrombectomy 1 week prior with another device. 4 passes were performed with the clottriever bold catheter (CT bold). A venogram was performed, and extravasation was observed to the femoral vein. Intravascular ultrasound was not used but the physician believed that they were in the native lumen. Heparin was turned off and 50 mg of protamine sulfate was administered. An appropriately sized balloon was deployed on the injury site for 45 minutes. Serial venograms confirmed that the balloon did not adequately occlude the extravasation. A larger balloon was used with the same effect. Manual external compression was performed through bandages and another 10 minutes were allowed for hemostasis. The final venogram revealed cessation of extravasation and an adequate washout of contrast from the localized area. The patient did not sustain a secondary injury due to blood loss or hypoxia. The procedure was completed successfully with 100% clot removal and the patient remained stable during the entire procedure.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's vessel injury was the result of inadvertent catheter perforation. Vessel dissection and vessel perforation are identified in the labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).